Event description:
It was reported that the shock buttons on the hard paddles intermittently failed when connected to the device. Another set of hard paddles was tried and also intermittently failed with the device. The shock button on the device cannot be used when hard paddles are connected. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and hard paddles assembly and was unable to verify or duplicate the reported failure. Physio-control observed proper device operation through functional and performance testing. The device and hard paddles assembly were then returned to the customer for use. A conclusive cause of the reported problem could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.